Manufacturer narrative:
Concomitant medical products: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the date of explant was reported).

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 14-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator. It was reported that the implant was removed due to infection. There were no further complications reported or anticipated.